Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Update (11/3/16) ¿ pfs and medical records received. Pfs litigation alleges hip pain, discomfort, clicking and popping. After review of the medical records for MDR reportability, the medical records indicate marked hip instability, with a severely retroverted cup at the time of revision surgery. Also noted were heterotopic ossification, and abundant synovitis with staining. Lab values for metal ions present (in pfs) without units of measure. The hip revision operative note is of very poor visual quality. Corrected original date of implantation noted. The cup is being added to the complaint. Part/lot is being updated.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Patient was revised to address dislocation. Doi: 2007 - dor: (B)(6) /2014 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Updated facility name, associated contact, and added patient harm. Patient dob was updated.